Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting myopotential oversensing in this right atrial lead and noise in the right ventricular shock channel. Electromagnetic interference (emi) was suspected. Technical services (ts) was consulted and recommended further testing. The crt-d system remains in service. No adverse patient effects were reported. Additional information was received and tachycardia therapy was turned off. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).